Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a mobile meter, compared to a professional meter, within 10 minutes: 420 mg/dl (mobile meter) and 105 mg/dl (unknown hospital meter), and 150 mg/dl (mobile meter) and 50 mg/dl (unknown hospital meter). No death or serious injury reported. Requested return of suspect device